Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. It was confirmed that a total of 31 pf ablations were performed for the procedure. An increased number of ablations (energy applications) delivered during the procedure may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 90% of the cases of stroke or tia reported to bwi world-wide, patients received a number of ablations greater than the median number of ablations delivered in the inspire study (16 ablations) and 60% received a number of ablations greater than the median number of ablations delivered in the admire study (23 ablation). Moreover, patients received more than 28 ablations in 50% of the cases of stroke or tia. It was confirmed that ablation was performed outside pulmonary veins. The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia. In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. Importantly, the mechanism for an incidence of stroke is multi-factorial. The risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and smartablate tubing and the patient experienced cerebrovascular accident/stroke. The trupulse¿ generator displayed a bubble error while connected to the varipulse¿ catheter. The fluid in the irrigation tubing became discolored. The staff tried to clear the bubble error and noticed the irrigation tubing from the ngen¿ pump which is going to the patient had 6 inches of tubing that had a translucent like fluid when normally the coloration should be clear. The staff tried to clear the error on the trupulse¿ generator by flash flushing the pump without resolution. The trupulse¿ generator continued to display the bubble error. The tubing was replaced and the error cleared which resolved the issue and the procedure proceeded. The patient woke up with vision issues. Neurology was consulted. A CT scan was performed and the result was negative. An MRI was performed and the radiologist diagnosed the patient with micro spots. Patient did not require intervention. The patient was stable and issues were resolved. The patient¿s outcome has improved; however, symptoms have not fully resolved. The activated clotting time was 331 at the beginning of the case, 394 at transseptal and never below 350 for the entirety of ablation. There was one sheath exchange when vizigo was upsized for amulet procedure. There were 31 pulse field ablation applications within the pulmonary veins (roof = 3, left superior = 5, left carina = 3, left inferior = 6, right superior = 5, right carina = 3, right inferior = 6). Physician¿s opinion on the cause of the adverse event is that it was caused by the tubing.